Event description:
It was reported that during use with the bd bactec¿ fx, instrument top, packaged, false positive results were obtained. Confirmatory gram stain testing was performed, and the results were negative. False results were not reported out, and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6): (B)(6): (B)(6) 2022 08:49:00 (gmt). Log files received and attached to case. Don't see any electrical errors in the logs, no abnormal temperatures or doors open for longer periods. All affected bottles are anaerobic and customer advised bottles sensors look fine. Issue has been seen in drawer b, rows g-k and positions at the front. Possibility that the cause is environmental e.g. Air conditioning/heating (B)(6) : (B)(6) 2022 13:49:30 (gmt). In recent days, there have been more false positive blood cultures from tray b. These false positive bottles also have a strange graph. False positive results. Bottles were in locations: 1x positie b-f01, 1x positie b-g08, 2x positie b-j01, 4x positie b-j02, and 2x positie b-j03.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Field service engineer was dispatched and rack was replaced. This is confirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files and revealed no instrument related issues. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that during use with the bd bactec¿ fx, instrument top, packaged, false positive results were obtained. Confirmatory gram stain testing was performed, and the results were negative. False results were not reported out, and there was no patient impact. The following information was provided by the initial reporter, translated from dutch: (B)(6) 2022-03-09 08:49:00 (gmt) log files received and attached to case. Don't see any electrical errors in the logs, no abnormal temperatures or doors open for longer periods. All affected bottles are anaerobic and customer advised bottles sensors look fine. Issue has been seen in drawer b, rows g-k and positions at the front. Possibility that the cause is environmental e.g. Air conditioning/heating. (B)(6) 2022-03-08 13:49:30 (gmt). In recent days, there have been more false positive blood cultures from tray b. These false positive bottles also have a strange graph. False positive results. Bottles were in locations: 1x positie b-f01. 1x positie b-g08. 2x positie b-j01. 4x positie b-j02. 2x positie b-j03.